Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient presented to their facility with shortness of breath. A blood sample ((B)(6)) was taken and tested with the architect stat troponin-I assay and generated a positive result of 0.35 ng/ml (the customer uses a cut-off value of 0.30 ng/ml). The result was reported from the lab. A second sample was drawn approximately one hour later and generated a result of less than 0.10 ng/ml. Both samples were then retested and both generated a result of less than 0.10 ng/ml. A corrected report was issued. Three hours after the second draw, a third draw was obtained, which generated a result of less than 0.10 ng/ml. A review of instrument logs found no errors with all instrument maintenance up to date. Controls have remained within specifications. There is no impact to patient management reported.

Manufacturer narrative:
A review of ticket trending and lot search data for lot 36422un16 did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was performed to evaluate the performance of reagent lot 36422un16. An internal troponin-I panel was tested with retained kits of the suspect reagent lot. Acceptance criteria was met, which indicates acceptable product performance. The architect stat troponin-I assay package insert and the architect operations manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. The assay failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the customer issue as a retest of the same sample gave the expected result indicating a possible sample integrity/handling issue. However, no systemic issue or product deficiency was identified.